Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller in resetting it, and advised the customer to continue using the pump while calling back if the issue recurred. The caller acknowledged and understood the instructions.